Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate atp during an avnrt via merlin.net transmission. The atp converted the avnrt to a sinus rhythm. Programming changes were recommended. Further actions will be discussed with the physician.